Event description:
It exploded the fluid everywhere, [device malfunction]. Burned me and my boyfriend, [chemical burn]. It exploded, [product quality issue]. Case description: this spontaneous reported originating from the united states as received from a consumer's girlfriend refers to a male pt of unk age. On an unk date the pt started therapy with dimethyl ether (+) propane (dr scholl's freeze away common & plantar wart remover) for an unk indication. No other co-suspects were reported. No concomitant medications were reported. On an unk date the pt was burned due to the product exploding the fluid everywhere. No treatment info was reported. The action taken on the product was unk. The reporter stated that she and the pt visited the ER on (B)(6) 2014 due to the events. The outcome of the events was unk. The reporter considered the pt burning and the product exploding everywhere to be related to the dimethyl ether (+) propane (dr scholl's freeze away common & plantar wart remover). The dimethyl ether (+) propane (dr scholl's freeze away common & plantar wart remover) was not available for the investigation. For the dimethyl ether (+) (dr scholl's freeze away common & plantar wart remover), the lot number was 4d01akk with an expiration date of april 2016 and the serial number was not available. (B)(4) (same reporter link).

Manufacturer narrative:
(B)(4).